Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays were taken and showed the lead had migrated. Surgical intervention was undertaken and the lead was found to have a kink. The lead was explanted and replaced. Reportedly, effective therapy was regained.